Event description:
The hcp reported that on the fourth lesion of a tuna procedure, they were unable to retract the needles of the cartridge. The cartridge was removed from the pt with the needles extended. The procedure was completed using a second cartridge. No injury to the pt was reported and no treatment interventions were required.